Manufacturer narrative:
The customer reported complaint of autopulse platform system (sn (B)(4)) displayed 'system error, out service, revert to manual CPR' was confirmed during functional test and per archived data. The root cause is due to a damage processor board which were replaced to correct this issue. During visual inspection, there was no physical damage observed on the returned autopulse platform system. Functional test could not be performed due to autopulse platform displayed 'system error, out service, revert to manual CPR' error message upon powering up the device. Per review of the archive data, error message 132 (internal watchdog timeout) was found on 6/17/2019, rather than the reported event date of (B)(6) 2019, thus confirming the reported complaint. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no history of previous complaints reported for autopulse with serial number (B)(4).

Event description:
It was reported that the autopulse platform system (sn (B)(4)) displayed 'system error, out service, revert to manual CPR' error message. No additional information, no consequences or impact to patient.